Event description:
(B)(4). Same case as MDR ID #s 2134265-2012-05944 and 2134265-2012-05945. It was reported that post a percutaneous coronary intervention procedure, the patient experienced in-stent restenosis. In (B)(6) 2010, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The index procedure treated the 80% stenosed and 32mm long de-novo first target lesion located in the 1st obtuse marginal (om) with a reference diameter of 3.0mm. The first target lesion was treated with direct sent placement of a 3.00x38mm taxus liberte long stent, which resulted in 10% residual stenosis following post-dilatation. The 80% stenosed and 32mm long de-novo second target lesion was located in the middle left anterior descending artery (lad) with a reference diameter of 3.0mm. The second target lesion was treated with pre-dilatation and placement of a 3.00x38mm taxus liberte long stent, which resulted in 10% residual stenosis following post-dilatation. The 80% stenosed and 15mm long de-novo third target lesion was located in the proximal left anterior descending artery (lad) with a reference diameter of 3.0mm. The third target lesion was treated with pre-dilatation and placement of a 3.00x20mm taxus liberte stent, which resulted in 10% residual stenosis following post-dilatation. The patient was discharged on aspirin and prasugrel. (B)(6) 2012- the patient presented with recurrent chest pain and a positive stress test. The patient was diagnosed with angina. (B)(6) 2012 - the patient represented with increasing symptomatology of sub sternal chest pain. The patient was hospitalized on same day and cardiac catheterization was recommended. Coronary angiography revealed a 90-95% heavily calcified proximal lad in-stent restenosis of the 3.00x20mm taxus liberte stent and moderate disease in mid stented segment. The in-stent restenosis was treated with rotational atherectomy followed by pre-dilation and placement of 3.0 x 28 mm and 3.0 x 23mm non bsc stent in overlapping manner with 0% residual stenosis. Moderate disease in middle left anterior descending artery (lad) was noted and treated with placement of 2.75 x 15 mm non bsc stent with 0% residual stenosis. The following day the patient was discharged on aspirin and effient. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).